Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the biliary duct of a (B)(6) female patient (patient weight is unknown). During the procedure, the suture would not release the stent for deployment. Additionally, the guide catheter became stretched and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.